Event description:
It was reported that the arctic sun device was repeatedly failing for flow during calibration. It appeared that the bypass flow might need to be adjusted, but it was not clear, as it was incredibly challenging to communicate with. Biomed also stated that the power switch would not stay in the on position. Mis stated that we would bring the device back in for an assessment and a loaner. Per support or biomed tech via phone 22feb2023, it was reported that the calibration and the cpu were both expired. Biomed returned the device for servicing and repair, once got it back it was still not working. Biomed needs to return it for repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was repeatedly failing for flow during calibration. It appeared that the bypass flow might need to be adjusted, but it was not clear, as it was incredibly challenging to communicate with. Biomed also stated that the power switch would not stay in the on position. Mis stated that we would bring the device back in for an assessment and a loaner. Per support or biomed tech via phone (B)(6) 2023, it was reported that the calibration and the cpu were both expired. Biomed returned the device for servicing and repair, once got it back it was still not working. Biomed needs to return it for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.